Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One tracheostomy tube was returned for evaluation. Visual examination revealed no anomalies or holes in the device. Functional testing was performed using a syringe to inflate the cuff, and the device submerged under water to test for leakage. No leaks were detected. The complaint was not confirmed. These devices are 100 percent in house inflation tested prior to release for distribution. This device had been in use for 10 days prior to the reported leak. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to a manufacturing issue.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a portex® cuffed blue line ultra® suction aid tracheostomy cuff deflated after the customer used it for 10 days. No adverse health outcome.